Event description:
Elevated blood glucose in the low 200's mg/dl. She indicated that she would administer an insulin injection to reduce her blood glucose levels. Pt experienced symptoms of thirst, tiredness, and at times sweating. She reported that insulin would prime through the tubing and drip from the end. She stated that she believed the infusion device was not delivering insulin. No medical assistance was required. Product was requested to be returned for evalation.